Event description:
During functional anesthetic discogram in hosp pain clinic, it was noted that a small portion of a guide wire fractured and was retained in disk l4-l5. The physician did not remove the wire; he notified the MFR who states they have forwarded this information to the FDA. Lot number unclear. Please see following lot numbers for potential match. These were derived from shipments surrounding affected procedure. J7053011, j7090623, j7080606, j7073012, j7060603.